Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The customer confirmed that the device alarmed prior to shutting down, but did not recall what alarm occurred. The device was not returned and the device logs were not made available. It cannot be determined what alarm would or should have signaled without log files from the customer and therefore how long the alarm would signal the customer prior to shutting down. If it was a case of the pump needing to be charged, a "battery empty" message would appear at 3 minutes prior to a pump shut down, but the customer can press "enter" to clear the message. Because the device and logs were not provided, the exact root cause of the reported shutdown could not be determined. Additional information on alarms can be found in the perfusor space and accessories instructions for use for software 588u, pages 53-56.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation into this reported event is ongoing. We are trying to receive the pump involved in the reported incident, and obtain more information on the reported event. At this time it is unknown if the pump alarmed. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: the pump is shutting down each time it is being used.